Event description:
It was reported that a valve had spontaneously changed settings 5 times, 4 of which the pt had no exposure to MRI or magnetic field. Setting changes were verified. Medical intervention was required, and the pt's shunt was changed.

Manufacturer narrative:
(B) (6). All performance levels could be set with a single attempt. A performance level change could not be induced by laboratory personnel without using a magnet. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. The instructions for use that accompanies the product cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. Medtronic neurosurgery has received no other complaints for this lot number. A review of the manufacturing records showed no anomalies.